Event description:
Donor mentioned not feeling well. When the technician went to the donor chair, the donor fainted. The donor's legs were elevated, ice packs were applied and the donor was revived with an ammonia inhalent. The donor then became sick and began to vomit. Donor fainted again, and came to again. The operator started saline, but donor wanted to end the procedure. The procedure was stopped and the donor fainted again. The technician tried to get the donor to drink fluid, but the donor refused. Upon discharge, the donor was feeling fine. No medical treatment was received. A follow-up call to the donor that night revealed that the donor was on a new diet and that donor felt their lips tingling during the donation and felt sick, but did not tell the center staff. The donor had only 4 glasses of water the day of the donation and normally drinks 64 ounces, but had eaten breakfast and lunch before donating. The donor's spouse stated the donor was sick on the way home, but felt better after a few days.